Event description:
It was reported the the tibial impactor head broke in half during the procedure. No pieces fell into the patient. There was no patient harm reported.

Manufacturer narrative:
(B)(4). G2: south africa. Visual examination of the provided pictures identified sign of use and cracked/fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Complaint is confirmed based on the photo evaluation. The root cause of the reported issue is attributed to wear and tear from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.